Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient is in good condition.

Event description:
New information states that a recurrent episode of post-paced t-wave oversensing was observed on the ventricular channel. Programming changes and induction test were recommended. No further information was provided.

Event description:
New information states that the recommended programming changes were made. No dft testing was performed. Patient was in stable condition.